Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported feeling short of breath and 'feeling worse'. Boston scientific review of device data found that the device appeared to be functioning as programmed. Some intermittent atrial undersensing was reported. No impact to critical therapy was noted. The patient expired the following day. No information was provided regarding lead status. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).